Manufacturer narrative:
Block b3 (date of event): date of event was approximated to(B)(6) , 2020 as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): problem code 2907 captures the reportable event of internal bolster detached. Block h10: a visual examination of the revealed the molded internal bolster was detached from the tube. Remnants of the internal bolster remain attached to the tube indicating the components were joined prior the separation. Additionally, section did not present any visual damaged. The complaint device met all manufacturing requirements and no abnormalities were reported during the manufacturing process; the molded internal bolster was detached from the tube and remnants of the internal bolster remain attached to the tube indicating the components were joined prior the separation. It is most likely that procedural factors encountered while the tube was removed from the patient could have affected the device performance and its integrity. Probably the molded internal bolster was detached due to user technique, patient anatomy or other procedural factors, also force applied to remove the gastrostomy tube could have contributed with the event. Based on the information available and the analysis performed, the investigation conclusion code for the encountered damage will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) product label.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a feeding tube replacement procedure. The procedure date is unknown. According to the complainant, during the removal of the placed device, the internal bolster detached. Under a flouroscopy, the detached portion was removed from the stomach fistula using forceps. Reportedly, the physician stated the detachment could have occurred due to thick stomach wall. The procedure was completed with the new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(Date of event): date of event was approximated to (B)(6), 2020 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is available for evaluation; however, device has not yet been returned for analysis. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a feeding tube replacement procedure. The procedure date is unknown. According to the complainant, during the removal of the placed device, the internal bolster detached. Under a flouroscopy, the detached portion was removed from the stomach fistula using forceps. Reportedly, the physician stated the detachment could have occurred due to thick stomach wall. The procedure was completed with the new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event.